Manufacturer narrative:
The technician found the side rail is damaged and is hanging away from the bed. The technician replaced the side rail to resolve the issue.

Event description:
The technician alleged the side rail is unable to latch in the upright position. No patient impact.